Event description:
Malfunctioning reprocessed blade. There was no injury to the patient, just opened a new blade. Blade was wobbling. This is a reprocessed blade - the reprocessing company is sterilmed - but the blade is a medtronic tricut straight shot blade. The problem was with the reprocessed blade.